Event description:
It was reported that during the beginning of a da vinci si paraesophageal hernia repair procedure, the surgeon could move the camera, but not the patient side manipulator (psm) arms. As a result, the surgeon made the decision to abort the planned procedure. The patient had already been administered anesthesia when the decision was made. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system issue experienced by the customer was likely due to user error. The assisting nurse was not experienced in the instrumentation set up which led to the patient side manipulator (psm) arm difficulty as reported by the surgeon. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The field engineer worked with the surgical staff to verify system performance, and found the system to be working as intended. As of (B)(4) 2012, there have been no reported recurrences of the event.